Manufacturer narrative:
Based upon the clinical evaluation, the reported type iiib endoleak has been confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. It appears likely that the stent damage could have been the result of the reported difficult deployment that was confirmed in the clinical review. The moderate severe calcifications at the bifurcation and bilateral iliac arteries could have damaged the graft during the deployment difficulty. It could not be determined if a device issue contributed to the event. The device remains in the patient.

Event description:
It was reported that during the initial implant of a bifurcated device and an infrarenal aortic extension the patient had an endoleak. The physician experienced difficulties during deployment of the bifurcated device. Specifically when the graft was put in, the left limb twisted a little upon deployment. The physician tried ballooning to correct the problem but was unsuccessful. The physician corrected the endoleak by implanting another bifurcated device. Additionally, the physician put in bare metal balloon stents in both limbs. It was reported that the patient was doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.